Event description:
A versacross connect access solution for faradrive was selected for use for ablation procedure. It was reported when the rf wire was pulled back into the versacross dilator after placing it in the superior vena cava (svc), it got stuck. Physician kept trying to retract it back into the dilator, eventually it did removed and noted that the rf wire has a knot at the tip. The device was replaced and the procedure was completed with patient complications.